Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell one of four. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative (tsr)reviewed proper procedures and explained the alarm to the nurse. The tsr assisted the nurse to clear the alarm and advised to begin therapy again with all new supplies. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.